Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated fields: b2. Outcome attributed to adverse event and date of death b5. Desc evt problem h1. Type of reportable event h6. Patient codes additional codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not recover. The patient subsequently expired from multisystem organ failure.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized because the implantable cardioverter defibrillator (ICD) delivered a shock, prompting an evaluation of the cause. Additionally, it was reported that the patient was found lying face down, necessitating a short yet successful cardiopulmonary resuscitation (CPR) intervention, while the controller indicated low flow alarms. A computed tomography (CT) scan was performed to rule out cerebral bleeding, given the patient's hypertension, with a mean arterial pressure (map) of 100 mmhg and an international normalized ratio (inr) of 4.0 in recent days. No intracerebral bleeding was detected. Hematocrit (hct) was measured at 25.5%. The vad remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿controller 2.0, d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2021 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 29-apr-2020, h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient received cardiopulmonary resuscitation (CPR) prior to their death. When the CPR was stopped, the controller exhibited a loss of power when the power sources were disconnected from the controller and a "no power" alarm occurred.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a decrease in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters below normal operating range, and fifty-eight (58) low flow alarms logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. Of note, information provided by the site indicated that the patient's cause of death was due to multisystem organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension, infection, cardiopulmonary arrest, multi-organ failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a hemodynamic collapse due to a syncope of unknown origin. The patient is receiving respirator therapy with sedation due to a severe pneumonia. It was also reported that the multiple low flow alarms were due to hypovolemia during acute pneumonia, and now the flow is stable.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion, and a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a decrease in power consumption and estimated flows starting on 11/may/2024, leading to parameters below normal operating range, and fifty-eight (58) low flow alarms logged since 11/may/2024. Log file analysis also revealed a controller power up with an associated pump start event was logged on 01/jun/2024 at 12:29:25, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 82% relative state of charge (rsoc). The data point after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. Of note, information provided by the site indicated that the patient's cause of death was due to multisystem organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension, infection, cardiopulmonary arrest, multi-organ failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller after CPR was stopped, as described in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.